Event description:
It was reported that during a service evaluation at the manufacturer facility, the device was found with a broken tip. The device breaking during a procedure can cause an infection risk if loose parts were to fall into the surgical field. There was no known patient impact or delay to a procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a service evaluation at the manufacturer facility the device was found with a broken tip. The device breaking during a procedure can cause an infection risk if loose parts were to fall into the surgical field. There was no known patient impact or delay to a procedure.